Event description:
A talent stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was severe calcification and small in diameter 6 mm. It was reported that the stent graft was unable to reach the intended landing zone. The stent graft system was successfully removed from the patient. There was kink in the delivery catheter. The physician believes that the kink in the stent graft delivery catheter was due to patient vessel morphology. The patient was not treated. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: device discarded. Conclusion: severe calcification and small in diameter vessels.